Event description:
The following was reported to hamilton medical ag: - during ventilation a patient has been desaturated. At that moment, the patient was transported. - insufficient information about the incident, the harm and the patient's health condition available at this point of time. - the alarm was observable both visually and through hearing. - the failure is reproducible. The investigation is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was not confirmed to be a complaint as a malfunction of the device could be not identified. With this investigation it has been not confirmed that the device failed to meet its specifications at the time of the event while the device was ventilating a patient. According to information from the operator, there was an event on 03-06-2023 and 04-06-2023 which resulted in an unexpected desaturation of the patient. There were no technical errors in the eventlog file and the device functioned as specified. After evaluating the available information by a clinical expert, the operator did not act accordingly to the situation. By not making the necessary adjustments to the alarm and control parameters, the device could not operate as expected. The tidal volume was too low and the high leakage was not eliminated or compensated for. This ultimately led to desaturation of the patient. There was reported patient harm, the patient desaturated during ventilation. The issue is not likely to be serious to public health but has potential to cause a patients death or, if it were to recur. Therefore, the event has been deemed to be a reportable event. The service technician checked the device without any findings and released it aftwards. This complaint does not result from a malfunction of the ventilator but is a user error. The issue can be resolved by training of users, therefore a CAPA will not be initiated. Nevertheless the issues are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation a patient has been desaturated. At that moment, the patient was transported. Insufficient information about the incident, the harm and the patient's health condition available at this point of time. The alarm was observable both visually and through hearing. The failure is reproducible. The investigation is ongoing.